Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The clinical specialist/educator found that auto alarm pop-ups were no longer popping up in all areas. The device was in use. There was no report of patient or user harm.